Event description:
It was reported that during an implant procedure, after fixating the leadless pacemaker, the device unintentionally released from the delivery catheter while transitioning to tether mode. It was noted that the catheter tethers were not aligned while the release knob was in the aligned position. After releasing, the device remained adequately fixated and was left implanted. There were no patient consequences.